Event description:
It was reported that a motor stall occurred. The reporter stated that ¿it said hard stall on it, it didn¿t say just plain motor stall¿it said a hard motor stall.¿ no patient symptoms were reported. The medication delivered by the device system was not provided. Additional information has been requested but was not available at the time of this report.

Event description:
Additional information was received. It was reported that the patient had been scheduled for a replacement on the day following report or on the following thursday. Four days later, it was reported that the pump replacement had been done. It was stated that the reporter was under the impression that it was due to end-of-life.

Manufacturer narrative:
F10.patient codes : c76143 device codes : c62859 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4).